Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead exhibited one measurement of low impedance. A device header or connector issue was suspected. The patient will be monitored, and the device remains in use. No patient complications have been reported as a result of this event.